Event description:
The customer contacted the siemens technical solutions center (tsc) after observing abnormal results for two patient samples on a dimension vista 1500 instrument. The samples were tested for sodium (na), potassium (k), chloride (cl), creatinine (ecrea), calcium (ca), urea nitrogen (bun), glucose (glu), and albumin (alb). It is unknown if the discordant results were reported to the physician(s). The samples were repeated for some methods. It is unknown if the repeat results were reported to the physician(s). During a review of the instrument files, it was discovered that the patient samples had been dispensed into aliquot wells already containing calibration material. One sample (sid (B)(6)) was affected during the initial run and upon repeat testing. Quality control (qc) samples for n-terminal pro-brain natriuretic peptide (pbnp), myoglobin (myo), troponin (ctni), creatine kinase mb (mbi), high sensitivity c-reactive protein (hscrp), and digitoxin (dgtx) were also dispensed into aliquot wells containing calibration material. The qc for myo, ctni, hscrp, and dgtx resulted within range despite being dispensed onto calibration material. Qc was not repeated. It is unknown if there was any patient intervention of adverse health consequences due to patient or qc samples being dispensed into aliquot wells already containing calibration material.

Manufacturer narrative:
Siemens healthcare diagnostics has investigated the incidence of patient samples and quality controls being dispensed into an aliquot well that quality control or calibration material from a vista vial has already been dispensed into. It has been confirmed that the issue can occur on dimension vista instruments that use software versions 3.5.1 and 3.6 during conditions requiring a system reset. Customers in the united states were sent an urgent medical device correction (umdc), umdc (B)(4): dimension vista 500/dimension vista 1500 aliquot well double dispense in june 2013. An urgent field safety notice (ufsn), ufsn (B)(4): dimension vista 500/dimension vista 1500 aliquot well double dispense, was sent to customers outside of the united states in june 2013. The umdc/ufsn instruct customers to check for pending quality control or calibration tests if the system requires a reset and if so, to restart the software prior to processing patient samples.